Manufacturer narrative:
A visual examination of the returned device found that the needle tail was bent out of the clevis. The pull wires of the device were intact and were not broken. Additionally, no abnormalities were noted with the device riveting and welding which were within specifications. Functionally the device jaws would open and close normally considering the bent needle tail. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a biopsy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the nurse noticed the pull wire protruded from the forceps about 2mm. Five biopsy samples had been collected with this device and the procedure was completed with this radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a biopsy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the nurse noticed the pull wire protruded from the forceps about 2mm. Five biopsy samples had been collected with this device and the procedure was completed with this radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.